Event description:
Reportedly the surgeon felt that the valve had less coaptation zone and had caused mitral regurgitation which was found during the operation by trasephageal echo. The surgeon replaced with another 690029mm valve.